Event description:
The transducer had been in use for two days when the tubing detached from the drip chamber. The reporter has been contacted regarding additional information and has not responded at this time.

Manufacturer narrative:
One used unit was received for analysis. Visual examination of the returned device showed that the tubing was detached from the nozzle of the drip chamber. A review of the manufacturing process revealed that the supplied ad-set assembly from the supplier goes through a visual inspection for detached and/or damaged components and a sampling pull test of 12lbs during the incoming quality inspection. A corrective/preventative action has been sent to the supplier to obtain a root cause analysis.